Event description:
It was reported that reliable telemetry could not be established with the device. Patient was asymptomatic. An attempt to use an alternate programmer and rf antenna was made but unsuccessful. Patient was sent home to perform a remote transmission instead which was made successfully.

Manufacturer narrative:
(B)(4).